Event description:
It was reported that the device was explanted after implant duration of approximately 66.97 months, due to mitral stenosis. Per the operative report: the mitral valve prosthesis itself appeared to be okay, however there was a significant amount of ingrowth tissue from the previous subvalvular apparatus over the top of the posterior strut impinging upon the valve leaflet motion. The ingrowth was rather impressive and required sharp dissection circumferentially around the valve to release the valve from the tissue. The valve was explanted and replaced with a pericardial mitral valve prosthesis. Reportedly, the patient tolerated the operation well and was transferred to the ICU in stable condition.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: evaluation summary attached: moderate to heavy host tissue overgrowth is detected at the tissue outflow. It encroached onto the tissue and into the orifice at the greatest point by approximately 5mm. Host tissue is minimal at the tissue inflow as it by 3mm. Moderate host tissue overgrowth is evident at the stent inflow and the stent outflow. The x-ray demonstrates minimal calcification in the cusp area of leaflet 1.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.